Event description:
17 minutes into the bypass. A high trans membrane pressure was noted. The unit was changed out. No pt injury occurred as a result of this event. No further details or pt info is available.